Event description:
Patient presented to the physician with seroma and weeping at the incision site. Physician brought the patient into the operating room and removed the inspire system. This resolved the issue.